Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced a spontaneous reboot. The customer also reported that the cns was down for approximately 20 minutes. The device was monitoring a mixture of transmitters and bedside monitors (bsms) at the time. The system was currently up and running, but no details on how the issue was resolved were provided. There were no generator tests or other power issues at the time of failure. No patient harm or injury was reported.service requested / performed: troubleshooting.investigation summary: the root cause could not be determined, as the device was working as intended after the reboot. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot. The customer also reported that the cns was down for a approximately 20 minutes. No harm or injury was reported. The device was monitoring a mixture of transmitters and bsm's at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters and bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot.